Event description:
Device issue: failure to deploy - needle. Time of device issue: during vessel closure. Adverse event: surgical removal / hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle deployment. Under x-ray "three needles in the barrel and one needle was with a curve out of the barrel" were visualized." Needle back down was not possible." An attempt was made ot remove the needles by opening the skin tissue with a scalpel, grabbing the needles between the barrel and vessel wall with hemostats, and pulling the needle out of the barrel, but was "not possible." The prostar xl was surgically removed and hemostasis was achieved with surgical closure. The pt was reported to be in "good condition." There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for investigation. It has not yet been received.